Event description:
Pump malfunctioned with an alarm during operation, identified as alarm 20. Customer's blood glucose level remained within normal range, not exceeding 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the alarm persisted, preventing resumption of insulin therapy. Consequently, technical support arranged for a replacement pump. In the interim, customer switched to multiple daily injections as backup insulin therapy. Customer was guided on placing pump into storage mode for return and agreed to return malfunctioning pump within specified timeline.